Event description:
Baxter contacted a patient that stated they started troubleshooting by taking off a bag and adding a new bag during therapy then cycling power and completing therapy. Baxter advised the patient to change all the supplies when needed as changing only some of the supplies represents a sterility issue. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The label review found the labeling adequate for the use error in this complaint. The problem was confirmed and the cause was undetermined.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.